Event description:
The customer was hospitalized for high bgs. In addition, the customer had high white blood cell and possible infection. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. Also a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives.